Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
On an unspecified date, an unknown hospital obtained a "negative" elecsys troponin t stat assay (tnt-stat) result for one patient on an unknown analyzer. The patient was transferred to the customer's hospital on an unspecified date. On (B)(6) 2017, the customer obtained several questionable tnt-stat results for the patient on the roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). No erroneous results were released outside of the laboratory. The initial result was 676 ng/l. The patient showed no signs of acute myocardial infarction. The sample was diluted with serum containing 5 ng/l of troponin. The results after dilution were not linear. At a 5-times dilution, the result was 630 ng/l. At a 10-times dilution, the result was 320 ng/l. At a 20-times dilution, the result was 204 ng/l. At a 100-times dilution, the result was 189 ng/l. Afterwards, polyethylene glycol (peg) was added to the sample and allowed to precipitate. The result was 21.4 ng/l. The peg sample was then measured on a cobas e 411 immunoassay analyzer (e411) and another e170 with "the same result". The head of the laboratory suspected a potential interference in the sample. There was no allegation of an adverse event for the patient. The e170 serial number was requested but not provided. The sample was requested for investigation.

Manufacturer narrative:
Six samples were received for investigation. The investigation confirmed the positive results generated by the customer and found the presence of high molecular weight interfering substances, most likely iga and igg, which caused the patient's falsely elevated tnt result. This type of interference is very rare and is documented in product labeling. The incidence rate between (B)(6) 2009 and (B)(6) 2016, based on a review of global complaints and tests sold, was 1 case in 11.46 million.